Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated at zoll manufacturing corporation. The reported problem (patient death) was confirmed. Upon investigation the monitor and electrode belt were fully functional and passed incoming functionality testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality of the device. There is no indication of a device malfunction contributing to the patient's death. Device manufacture date: monitor: sn (B)(4): 08/13/2015 reuse; electrode belt: sn (B)(4): 09/26/2013 reuse.

Event description:
A us distributor notified zoll that a patient passed away on (B)(6) 2016 at 8:40 pm. It was reported that the patient was in the hospital ICU and being monitored on telemetry at the time of the event. Hospital staff were with the patient at the time of the event. On (B)(6) 2016 an arrhythmia was detected at 6:22:17 pm. The ECG indicated the patient was in an idioventricular rhythm degrading to vf and the detection was stopped by response button use. Three arrhythmias were then detected from 6:23:03 pm to 6:47:34 while the patient was in vf with CPR artifact. Asystole was then detected from 7:23:06 to 7:24:16 while the patient was in sinus rhythm at 60 bpm degrading to vf. The patient was not treated, as the response buttons were pressed. It is unknown who pressed the response buttons while the patient was in vf. Six additional arrhythmias were detected from 7:34:10 to 8:18:15. The patient was in vf with CPR artifact while the response buttons were intermittently pressed which prevented a treatment from being delivered. The electrode belt was disconnected at 8:18:59 and the patient later passed away at 8:40 pm. There is no evidence to suggest that the lifevest caused or contributed to the patient's death. The response button use and CPR artifact indicates bystander interference with the device. It was reported that the patient was in the ICU and that medical staff were present with the patient at the time of death.